Event description:
New information notes that the system was explanted. Patient tolerated the procedure well without any complications. The patient was sent to recovery and was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with pocket erosion from their pacemaker. The associated leads did not erode through the pocket. There were no associated infections with the erosion. A system explant was planned but not yet completed. The patient was stable.